Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') in an adult female patient who had essure (batch no. 664664) inserted for female sterilisation. The patient's medical history included multiparous, uterine prolapse, cystocele and rectocele. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, intraperitoneal uterosacral colpopexy, anterior and posterior repair.). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical records received. Reporter, date of birth and medical history added. Essure removal surgery details and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc.fu 1 and 2 processed together. On (28-jan-2020: pfs received. Reporter's information added. Fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') in an adult female patient who had essure (batch no. 664664) inserted for female sterilisation. The patient's medical history included multiparous, uterine prolapse, cystocele and rectocele. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, intraperitoneal uterosacral colpopexy, anterior and posterior repair.). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Lot number: 664664 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.